Event description:
The weld that mounts the pillar to the base of the mobile lift gave way, allowing the resident and pillar to tip forward towards the water. The administrator indicated the resident had slight soreness, but not serious injury.

Manufacturer narrative:
Penner manufacturing determined this failure is likely a second isolated incident caused by the failure of a production employee's workmanship. Procedures and standards are in place for first and last piece inspections of a production run. As of 05/31/06, each piece is inspected and load tested. Following initial detection of this issue in 2009, penner manufacturing previously sent an inspection notification to all applicable facilities per tracking data, directing each facility to inspect the pillar mounting bracket welds on the applicable mobile patient transfers produced. A guide on what to inspect was included. The facility was required to inspect per instructions, report model and serial number, describe results of inspection, and sign and date the report. Of all applicable lifts, three were returned and replaced. A favorable inspection report was returned by this facility, relating to the device involved in this incident. The report indicated this device was inspected per the instructions and was ok for service. Penner manufacturing service tech replaced the base on 06/12/2009 and returned the defective base for evaluation. It was found to have defective welds.